Manufacturer narrative:
(B)(4). Per the technical support associate, the biomed asked if the heater cooler unit should be used clinically with these errors. Technical support associate indicated "no" the unit should not be used. The customer inquired about sending the unit to the manufacturer to repair, currently parts are not available for repair. The hospital program may be down without heater cooler unit. Customer needs an estimate and approval before the field service representative (fsr) can go in. The customer provided estimate and has decided not to repair this suspect heater cooler unit.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the user observed "e06" and "e08" error messages on the heater cooler unit. The device was not changed out as they were able to reset the unit to clear the errors. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 6-oct-2015: according to the user facility's biomedical engineer (biomed), during cpb, the user experienced "e06" and "e08" error messages on their heater cooler unit. The user elected to continue using the unit, as they were able to reset the unit to clear the errors. The biomed did not know whether there was any problem with heating or cooling as a result of the errors. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was not verifiable. The customer was provided an estimate of the repair costs and has decided not to repair the hx2. There was no product returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.